Manufacturer narrative:
The lead was reported explanted on (B)(6) 2023 upon receipt, the lead under complaint was found cut 10.5 cm distal to the is4 connector pin into two fragments. A proximal and distal fragment were returned for anaylsis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The visual inspection revealed that all wires of the conductor coil were found fractured 57 cm proximal to the lead tip, which is assumed to be the root cause of the observed impedance alert. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, several damages were found along the insulation in the distal fragment, which most likely resulted from the extraction procedure. Due to the fragmented state of the lead, further mechanical and electrical inspections were not feasible. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was reported explanted on (B)(6) 2023.

Event description:
Lead impedance alert received on home monitoring. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.